Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The needle was also returned. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
During the atrial fibrillation procedure, skiving occurred. It was difficult to advance the brk needle for approximately the last 5cm of the sheath. After the transseptal puncture, the needle was removed and a piece of plastic was seen at the tip, presumably sheared off from the inside of the dilator. The sheath and needle were both replaced and the procedure was completed with no adverse consequences to the patient.